Event description:
It was reported that a ventilator failure occurred during a surgical procedure. There was no detail in the report which would reasonably suggest that an injury might have occurred.

Manufacturer narrative:
The device was subject to an on-site evaluation but the reported ventilator failure could not be duplicated. The error log contained entries to which a causal connection to a ventilator failure would be imaginable and, it was decided to replace the ventilator motor. The anesthesia workstation was tested afterwards and could be returned to use with no further issues reported to date. The replaced motor was tested in the manufacturer's lab but did not exhibit any deviations from specification. Finally, the case remains inconclusive. A reasonable explanation would be that the source of deviation was removed by the repair ingress unnoticeably which would be the case when an internal cable connection became loose but not fully disconnected. The case is rated a single event.

Event description:
It was reported that a ventilator failure occurred during a surgical procedure. There was no detail in the report which would reasonably suggest that an injury might have occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.